Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR # 6000093-2007-01362. It was reported by the patient's daughter that 58 days post a coronary drug eluting stenting treatment procedure, renal and pulmonary complications occurred. Per medical records received, the pt presented with chest discomfort and positive exercise cardiolite. The lesion being treated was located in the right coronary artery (rca). There was a 90% stenosis. The physician advanced a 2x6mm cutting balloon of unk type to the mid rca for predilation. Following pre-dilation, a 2.50x24mm taxus express2 drug eluting stent was placed to cover the mid diseased segment to the area of normal vessel just above the acute marginal area. The stent was deployed at 20 atms. Another 2.75x24mm taxus express2 drug eluting stent was then placed proximally overlapping at the first stent, and this stent was also deployed to 20 atms. There were excellent angiographic results and no residual stenosis. Fifty eight days later, the pt presented with shortness of breath, and tests showed acute renal failure and pulmonary infiltrates. The pt had no previous history of chronic renal disorders of any kind and during a recent hospital stay was documented to have previously normal renal function with prior creatinine values of approximately 1. Two weeks prior to being admitted to the hospital for renal failure, the pt developed an itchy rash over her lower extremities, but the rash was not evident at admittance. When she was admitted to the hospital, she was also found to have significant eosinophilia. Further evaluation showed no evidence of hydronephrosis, but possible underlying medical renal disease. An echocardiogram showed possible impaired left ventricular ejection fraction, but it was determined to be a poor quality study and not accurate for interpretation. Because of the presence of both eosinophilia and acute renal failure, she was thought to possibly have a hypereosinophilic syndrome with a systemic vasculitis as well as involving the kidneys in a process of acute interstitial nephritis. She was started on prednisone therapy 60 mg/day and then transferred to another hospital for pulmonary consultation the next day. That consultation led the physician to suspect that the pt may have underlying churg-strauss syndrome or hypereosinophilic syndrome. The physician agreed with a plan for empiric prednisone therapy. CT scans reported bullous emphysema and some evidence of pulmonary scarring. The pt's current medications included clonidine 0.1 mg/day, pepcid 20mg/day, aspirin 81 mg/day, metoprolol 12.5mg b.i.d., plavix 75mg/day, nitroglycerine p.r.n., estraderm 0.5/day, and prednisone 60mg/day. The physician felt the cause of the syndrome may be related to the possible allergy to ace inhibitors. The pt was discharged 4 days later with instructions to call for a follow up appointment. The relationship of this event to the taxus express2 stents is unclear.